Event description:
The facility reported a fail code 703 on channel c. The hospital representative stated that there havebeen no reports of any patient incident involving this pump since the last baxter service event.